Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for about 4 to 5 days on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 1700 mg/dl. The customer reported that they experienced vomiting, was tired and very dehydrated due to high blood glucose levels. The customer was treated with intravenous and fluid at the hospital. The customer did not allege the insulin pump for under delivery. The customer reported that the infusion set cannula was bent. The customer reported that he insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.